Event description:
It was reported that during visual inspection at the user facility, it was found that the cord had a slice in it and one internal wire was cut, leaving bare wires visible. No pt involvement, no delay, no medical intervention, and no adverse consequences were alleged with this event.